Event description:
It was reported the xenon light source went on the backup bulb mode although the 300 watt xenon bulb was fairly new and the issue had happened two times prior. The issue occurred during preparation for use, prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The subject device was not returned to olympus for further evaluation and testing. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.